Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to second of two events that occurred during the same procedure. Refer to associated MFR report# 3005099803-2009-xxxxx for a description of the other event. It was reported to boston scientific corp on (B)(6) 2009 that two wallstent endoprosthesis endoscopic biliary devices were used during a biliary wallstent procedure performed on (B)(6) 2009. According to the complainant, during the procedure, two stents broke at the y-connection on the handle. The procedure was completed with a plastic stent (MFR unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.